Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 200-500 (mg/dl). Customer administered a manual injection to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer has appointment with health care provider to discuss adjustment of pump settings.